Manufacturer narrative:
Onsite investigation was preformed and the reported event was replicated during checkout. Replacement of the surgeon monitor resolved the issue. No further issues were reported. Analysis of the returned monitor confirmed an electrical failure as monitor flickered with different vertical lines on the screen and would lose its vertical sync periodically after it had been running for a half hour. A full system check-out was completed and all tests passed. Full system functionality was confirmed and the system was returned to service.

Event description:
A medtronic representative reported that while in a catheter-based procedure, the navigation system's monitor was flickering. There was a reported delay to the procedure of less than 1 hour due to this issue. There was no impact on patient outcome.